Manufacturer narrative:
Manufacturer's report date: 02/19/2009. Patient information requested and all available information is included.

Event description:
Customer reported that the line disconnected at the blue hub area during priming. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been requested for investigation, but not received to date.